Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". [Inspection of entire endoscope] 8. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the air/water button] (a) inspection of water supply 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to wear of the angle wire, the bending angle in the up direction and the play of the up/down knob did not meet the standard value. In addition to the foreign objects in the nozzle, additional evaluation findings are as follows: there was an abnormal sound due to damage of the right/left knob, the forceps channel port was shaved, the scope connector cover had a scratch, the paint on the air/water and suction cylinders were peeled, and the free/engage lever and knob had scratches. Also, the following components had scratches: the right/left and up/down knobs, the connecting tube, the switch box, the suction connector, the universal cord, the grip, the control unit, the bending section cover, and the scope connector cover. The universal cord had a wrinkle, the control unit had discoloration, the suction cylinder was shaved, the adhesive on the bending section cover had a chip, and the connecting tube had a wrinkle. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that when using an evis lucera elite gastrointestinal videoscope, there was an angulation malfunction. There was no patient harm associated with the event. The device was returned and evaluated and upon evaluation, the nozzle had foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.